Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right atrial (ra) lead channel. No adverse patient effects were reported. This system remains in service.